Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported the patient who stated that the adhesive from the cover patches is causing a skin irritation. The patient had a skin irritation from the surgical tape that was used after the surgery. The skin was irritated prior to her using the cover patches. The patient had surgery in (B)(6) 2023. The device was applied in (B)(6) 2023. The area where the electrodes and cover patches were placed was not irritated. Zimvie sales representative made sure that the electrodes were not placed near the skin that was irritated. The irritation is on the lumbar area. The skin irritation started on (B)(6) 2023. The skin is red and itchy. No welts and no blisters. Zimvie sales representative advised the patient to change the electrodes and cover patches once a week. The patient was not told to move them around. The patient has not been able to clean the area yet. No new product. The patient has sensitive skin. The patient is allergic to all adhesives, surgical glue, iodine, several medications, and the flu vaccine. No seasonal allergies. The patient did not contact her doctor. The patient has not used anything over the counter. The patient was taking hydroxyzine 25mg that was prescribed to her while she was in the rehab center for the skin irritation. The patient will be applying benadryl ointment that was also prescribed in the hospital. Zimvie customer service representative advised the patient to remove the electrodes and cover patches and to leave them off until her skin is clear. The patient will start doing a time test with the 63b electrodes once her skin is clear. No additional patient consequences have been reported. Cover patches were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and / or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient who stated that the adhesive from the cover patches is causing a skin irritation. The patient had a skin irritation from the surgical tape that was used after the surgery. The skin was irritated prior to her using the cover patches. The patient had surgery on (B)(6) 2023. The device was applied on (B)(6) 2023. The area where the electrodes and cover patches were placed was not irritated. Zimvie sales representative made sure that the electrodes were not placed near the skin that was irritated. The irritation is on the lumbar area. The skin irritation started on (B)(6) 2023. The skin is red and itchy. No welts and no blisters. Zimvie sales representative advised the patient to change the electrodes and cover patches once a week. The patient was not told to move them around. The patient has not been able to clean the area yet. No new product. The patient has sensitive skin. The patient is allergic to all adhesives, surgical glue, iodine, several medications, and the flu vaccine. No seasonal allergies. The patient did not contact her doctor. The patient has not used anything over the counter. The patient was taking hydroxyzine 25mg that was prescribed to her while she was in the rehab center for the skin irritation. The patient will be applying benadryl ointment that was also prescribed in the hospital. Zimvie customer service representative advised the patient to remove the electrodes and cover patches and to leave them off until her skin is clear. The patient will start doing a time test with the 63b electrodes once her skin is clear. No further consequences have been reported.